Event description:
It was reported that the patient experienced a low blood glucose (bg) level of 37.8 mg/dl and two seizures which required the customer to go to the emergency room (ER). The patient received treatment in emergency room with intravenous saline and fluids, recovered without permanent damage, and was released the same day. Patient declined supplies or system check and was advised by technical support to consult healthcare provider about factors affecting blood glucose and to review pump settings. At the time of report, no additional information was provided.